Event description:
The physician reports performing cataract surgery with attempted implantation of the ao60g intraocular lens. During insertion, the lens was delivered into the eye upside down. Intervention was performed in order to enlarge the incision and remove and replace the lens. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings related to the reported issue. (B)(4).